Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number and complete facility address were not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the inner ring of the device coming off was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the labeling was damaged. It was further determined that the device was difficult to assemble/disassemble, the cutter could not be inserted, and the bearing was damaged. It was noted that the color label was bald, the motor connection was caught, and the bar could not be inserted (bearing dropped out). It was further determined that the device failed pretest for color band visual assessment, lock operation and cutter insertion. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
This is report 1 of 2 of the same event: it was reported from japan that the inner ring of the attachment devices came off. It was not reported if the devices were used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.